Event description:
It was reported that the nurse called to question why the patient did not receive a shock. The nurse saw the patient had several runs of ventricular tachycardia (vt) but the patient did not receive any shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 implantable pacing lead implanted: 2011 (B)(6); 507652 implantable pacing lead implanted: 2007 (B)(6). (B)(4).